Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, the root cause of the access site bleeding and vascular damage issue was most likely patient condition related since the patient on impella 5.5 support developed bleeding from all puncture sites. H6 type of investigation updated with additional information. H.6. Investigation findings updated with additional information. H.6. Investigation conclusions updated with additional information. H.10. Additional manufacture narrative updated with additional information.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient experienced significant oozing from multiple sites on the body, including all puncture sites. In response, the heparin dose was reduced, and three units of blood products were administered. The patient survived the event.